Manufacturer narrative:
Multiple attempts were made to obtain additional information (including patient weight); however, no additional information was provided.

Event description:
It was reported that the patient passed away related to respiratory arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory arrest and patient outcome, as well as a direct correlation to heartmate3 lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. In the event that (B)(6) is returned, this investigation will be reopened. The heartmate 3 lvas IFU (rev c.) And patient handbook (rev c.) Are currently available. Section 1 of this IFU entitled ¿introduction¿ lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07feb2020. No further information was provided. The manufacturer is closing the file on this event.